Event description:
I had a thoratec heartmate ii implanted in (B)(6) 2011. I had two occasions of pump stoppages with alarm. Both times I laying in bed hooked to the base unit. Asleep or almost asleep when the alarm went off indicating pump stoppage. I jumped up and started checking wires to make sure all were connected. I was getting shorter and shorter of breath and getting dizzy. Then the pump would restart and I caught my breath. I called my lvad coordinator number and checked all connections. I even moved the plug to another outlet to make sure it wasn't a bad outlet. This was on sunday (B)(6) 2014. I went to clinic on tuesday (B)(6) 2014 and the lvad tech sent the results retrieved from the controller to thoratec. Nothing was heard back so we left the clinic. On friday (B)(6), 2014, when the second pump stoppage occurred at 4:43 am, I had just laid down to go back to sleep and the alarm went off again. I jump up and while breathing harder and harder I checked the controller for the heartmate ii and it indicated a blinking red heart alarm. The alarm did go off again after 20-30 seconds. I switched over to battery and called (B)(6) 24 hour emergency number. And they said to come right in. I did and they downloaded the pump data from the controller. I was given a new controller and wires. As I was leaving thoratec called and wanted an x-ray to look for frayed wires, frayed and broken. Burnt wires and melted insulation. On monday (B)(6) 2014 the surgeon replaced the pump and driveline and controller.